Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging headaches. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. During the investigation, pil observed a very small amount of dust-like material on the front panel. An accumulation of unknown whitish contaminant around the inlet of the blower box. Some dust-like material around the sd card slot. Dust-like contaminant on the rear panel. Pil also observes a spot of dust-like material on the inside of the top enclosure, bottom enclosure. Pil observes whitish dust-like material on the blower and an unknown whitish contaminant on the inner rim of the bottom of the blower. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. Pil was unable to address the symptoms specified. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to headaches. There was no report of patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.